Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed the report. One blue hook has separated from each end of the loading catheter. The blue hooks were not returned and therefore could not be measured. The inner diameter of the loading catheter, the length of the loading catheter and the length of the stylet wire were dimensional verified and found to be within the appropriate mfg spec. A kink was observed at one end of the loading catheter which was most likely caused by the add'l force that was applied to the loading when it got caught in the handle, as stated in the initial report. A product discrepancy or anomaly that could have contributed to blue hook separation from the loading catheter was not observed during our analysis of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Add'l comments regarding this report: based on the info provided, a cook representative has contacted this medical facility in an effort to promote further education and understanding related to the appropriate usage of this product.

Event description:
In preparation for an endoscopic procedure, the physician selected a cook 6 shooter saeed multi-band ligator. The loading catheter was used in an effort to load the ligator onto the endoscope. As the loading catheter was being used to pull the trigger cord through the handle of the ligator, the loading catheter and trigger cord became caught. Add'l pressure was applied and the blue hook separated from the loading catheter. The loading catheter was reversed to use the opposite side, however, the second blue hook also separated from the loading catheter (ref MDR 1037905-2011-00551). A second cook 6 shooter saeed multi-band ligator was selected. The loading catheter became caught in the same manner as the first and the blue hook separated from the loading catheter (ref MDR 1037905-2011-00552). The physician assessed what had occurred during the loading process and was able to load the ligator by moving the knot in the trigger cord approx 1 inch away from the blue hook (which is specified in the instructions for use). Following this adjustment, the loading catheter passed smoothly through the endoscope and ligator handle. The procedure was able to be completed with this ligator. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.